Manufacturer narrative:
Unit alarmed failed battery test due to corroded battery cap and battery tube. No cosmetic damage noted.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. The customer reported that he was sent a replacement battery cap, but the failed battery test was still occuring. Blood glucose level at the time of the incident was 98 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.